Manufacturer narrative:
Evaluation: method - device remains implanted. Additional manufacturer narrative: the serial number was not provided and could not be traced for this device. Review of received records indicates no malfunction of the edwards bioprosthetic valve related to this event. Sinus bradycardia can be due to multiple factors such as, but not limited to: patient medical history ( arrhythmia, atrial fibrillation...etc), age, and condition post open heart surgery for valve implantation. The available information suggests nothing to indicate a device malfunction related to this event.

Event description:
It was reported that a clinical trial patient (B)(6) with an implanted edwards aortic bioprosthesis experienced an episode of 3-4 sec sinus pauses on tele and heart rate in the 30's, on post operative day #8. Patient had temporary and ppm implanted 3 days later, and was then discharged home. The implant operative report of (B)(6) 2012 indicates no complications, and the patient was taken to ICU in stable condition the device remains implanted as no report of malfunction was received.